Manufacturer narrative:
Film evaluation results are: a review of CT¿s from 80 months post-implant revealed that a talent stent graft system was implanted in the patient. The bifurcate was positioned ~1cm below the lowest right renal artery, and was unopposed to the aortic wall. The bifurcate proximal od measured ~33 x 41mm, and the aortic neck at that location was 47mm. The neck dilatation extended proximally up to the level of the sma; the neck diameter near the celiac was 25mm. There was minimal infrarenal neck angulation and minimal calcification observed. The max diameter aaa measured 6.8cm and a proximal type I endoleak was observed. The limbs were crossed. The bifurcate ipsi limb on the right side was extended with another limb into the right common iliac artery, and the contra limb was extended with another limb into the left common iliac. Contrast was seen at the distal end of the left limb extension; however, this contrast did not appear within the distal sac. The left limb distal stent graft od measured 23mm and the diameter of the left common iliac artery at that location was 30mm. Both limbs were patent and no stent graft kinks or compression was observed. The external iliac arteries were severely tortuous; however, the vessels were patent distal to the limbs. The exact cause of the reported stent graft migration could not be determined from the films provided. The anatomy at implant and earlier post-implant films were not available for review and comparison. The appears most likely caused by the diseases progression as observed by the aneurysmal proximal neck. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT performed revealed that the patient's aorta had dilated and that the talent bifurcate stent graft had migrated. The physician elected no intervention. Per the physician, the cause of the event was unknown. No sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.